Event description:
The customer stated that the mp70 monitor was displaying "speaker malfunction" message. No pt harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.